Manufacturer narrative:
During device evaluation, widespread internal corrosion was found, which can cause or contribute to the reported bur fit issue. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, the device would not retain a bur. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility, the device would not retain a bur. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.